Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited sensing and capture anomaly. Chest x-ray was performed and revealed the lead had dislodged into the ventricle. The lead was repositioned and the patient remained stable prior, during, and post operation.